Manufacturer narrative:
Retainer ring = black. Case type = ngp. Patient returned insulin pump for an alleged exposed to moisture/e/a alarm unspecified/cosmetic damage at the back of the battery compartment observed on october 16, 2022. Insulin pump received with flashing medtronic logo. Unable to verify e/a alarm unspecified or perform the displacement test, sleep current test, active current test or self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board / force sensor / corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Insulin pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed on electrical board / force sensor / corroded battery tube. Cosmetic damage confirmed at the back of the battery compartment. E/a alarm unspecified was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump was alarming and was not stopping. Customer stated that they were on boat. Customer stated that there was crack at the battery side. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.